Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: a manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved for the device due to the broken component. According to the information received, it was reported that the impacted products had an unknown allegation. The event did not happen in surgery. Additional information received: the rings that holds the liner to the handle fell off. That is where the lot code is on the instrument. No way for me to identify. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found signs that the pin trl lnr neut 40idx60od has broken the screw section, the broken fragment was not returned for evaluation. The observed condition of the device appears to result from a combination of heavy use and exposure to unintended forces, such as over-tightening the threaded insert during use. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 40idx60od would have contributed to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the impacted products had an unknown allegation. The event did not happen in surgery.